Event description:
When the light monitor is equipped with a f-lbat battery-box on a mounting for a light monitor, the monitor can fall off the mount (forwards). Customer reported that nurse received light bruise on the arm when the monitor fell. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.